Event description:
Pt had breast cancer 6 years ago. She underwent a unilateral mastectomy with an expander, then radiation. The expander was later removed and a permanent silicone implant placed mentor 450cc high profile silicone textured gel. She has a contralateral mastopexy for symmetry. I saw her recently for asymmetric breasts. I operated on her a couple of weeks ago on (B)(6) 2013, and she had a large seroma and some fibrinous gelatinous tissue under the implant. I sent that for cytology, pathology, and culture and it came back as anaplastic large cell lymphoma associated with breast implants in the cytology and in the gelatinous tissue. No bacteria identified. As far as I know, there are only 34 confirmed cases in the FDA in the USA with this. I am letting the FDA and mentor know about the situation. Unfortunately, I was not smart enough to save the implant, a few weeks ago, at surgery. I plan on taking her back to the operating room for new implant removal and capsulectomy. She will be seeing an oncologist as well.